Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin alarmed and had a frozen display. Troubleshooting was performed. The customer stated that the device was dropped and it was cracked by the reservoir. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage to keypad traces. No frozen screens noted. The insulin pump was received with a cracked case at lcd window corners, reservoir tube and battery tube threads. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test alarms noted.